Event description:
Foley was clogged and would not void. Patient had to remove and use another. No patient harm.

Manufacturer narrative:
Qn# (B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. There was no sample returned from complainant therefore further investigation could not be conducted to find out the real root cause of the leak as reported. Therefore, complaint could not be further verified.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Foley was clogged and would not void. Patient had to remove and use another. No patient harm.